Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 17-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. Her medical history included suspicion of nickel allergy. On (B)(6) 2005 essure was inserted. A painful placement was reported. Left side went well but right side did not succeed the first time and finally placed though. On an unspecified date the consumer experienced cramps, eczema, feeling of inflammation, bruising, heavy feeling right below abdomen (almost in groin). She stated that ultrasound was done trying to find the right essure but it could not be found and one year after placement there seems to be a titanium allergy. The influence of essure in her daily life included problems with movements. Treatment was not planned. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and ultrasound could not find right essure coil. This event is listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, ultrasound was done trying to find the right essure but it could not be found. The exact date of this event is unknown, as well as the exact location of the right device. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since serious injury was reported. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Follow up information received on 06-oct-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had a painful essure (fallopian tube occlusion insert) placement procedure. The right side did not succeed the first time but was finally placed. After an unspecified time an ultrasound could not find right essure coil. This event is listed in the reference safety information for essure. In the present case, the insertion procedure was painful and difficult on right side. Subsequently, an ultrasound could not find the coil on this same side, suggesting that a perforation likely occurred during the insertion procedure. The exact location of the right coil was unknown. Given the nature of the event ultrasound could not find right essure coil, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since serious injury was reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.